Event description:
It was reported that a new user of the ilet experienced a low blood glucose event with a measured value of 51 mg/dl after the first night of use. The event was managed with oral glucose followed by breakfast. At follow-up the glucose was 82 mg/dl with a stable trend with customer care providing troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and successful recovery following standard treatment. Symptoms included lightheadedness and dizziness during the event. Outcomes included temporary impairment without hospitalization. It was concluded that the event was user-reported hypoglycemia with cause not determined and that the device functioned as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.